Event description:
It was reported the device was used during a laparoscopic appendectomy and oophorectomy procedure. It was reported the 35ol was leaking pneumo at the proximal gasket. The device was replaced with another 35ol. A 1seal device used during the procedure tore and leaked. Another 1 seal was opened to complete the procedure. There was no consequence to the pt.